Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. Access was uneventful and good marking was obtained. No unusual resistance was encountered while deploying. The posterior needle missed the barrel and deflected into the subcutaneous tissue. The cardiologist removed the anterior needle from the hub and then tried to retrieve the posterior needle with hemostats through a small enlargement of the dermatotomy. He mistakenly grasped the artery instead, causing it to tear. Hemostasis was lost and the pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident.